Event description:
Procedure performed: diagnostic laparoscopy. Event description: information provided by an applied medical representative via phone (voicemail) on 22dec2025: I got notified that during a diagnostic laparoscopy the ctf01 trocar broke off while using. It broke off mid shaft in the abdomen. We were able to retrieve it. They reported it to their fairview recording system. It broke off in the middle of the procedure not during placement. They had to fish it out. There was no patient injury but there was a post op note that they had to slightly extend the skin incision to remove the trocar piece. Other other then that, no patient harm. They were using a 5mm 0-degree scope and there was no other heat or anything used with it. Additional information provided by an applied medical representative on 23dec2025: yes, broke into patient and retrieved successfully. I am unsure on the details of trocar insertion not used with robot I do not believe it was our obturator that was in cannula during incident. Intervention: opened up another port and completed case. Patient status: patient status is okay. The date of the event is unknown.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not retuned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: diagnostic laparoscopy. Event description: information provided by an applied medical representative via phone (voicemail) on 22dec2025: I got notified that during a diagnostic laparoscopy the ctf01 trocar broke off while using. It broke off mid shaft in the abdomen. We were able to retrieve it. They reported it to their fairview recording system. It broke off in the middle of the procedure not during placement. They had to fish it out. There was no patient injury but there was a post op note that they had to slightly extend the skin incision to remove the trocar piece. Other than that, no patient harm. They were using a 5mm 0-degree scope and there was no other heat or anything used with it. Additional information provided by an applied medical representative on 23dec2025: yes, broke into patient and retrieved successfully. I am unsure on the details of trocar insertion. Not used with robot. I do not believe it was our obturator that was in cannula during incident. Intervention: opened up another port and completed case. Patient status: patient status is okay. The date of the event is unknown.